Manufacturer narrative:
During use a shunt percutaneous transluminal angioplasty (pta) case, a powerflex extreme balloon catheter (bc) was inserted from the subclavian artery, however, the powerflex bc ruptured at two atmospheres (2 atms). There was no patient injury. A saber bc over the wire (otw) was used to complete the procedure. The lesion was the forearms lesion. The device was prepped per the instruction for use (IFU) with no anomalies noted. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor the guide catheter. A constant and dedicated saline source utilized through the balloon during insertion during prep. There was no difficulty crossing the lesion. The catheter has been in an acute bend. The product was returned for analysis. A non-sterile powerflex extreme 6mm x 4cm x 80cm was received coiled inside of a clear plastic bag. Per visual inspection without any optical magnifying device, the device was received without balloon inflation. No other damages or anomalies noted. Functional analysis was performed, the guide wire lumen was flushed, and a lab sample guide wire was inserted through it. A stopcock (three-way valve) was attached to the inflation lumen port in order to apply negative pressure and purge the balloon of air. The inflator/deflator device was attached to the inflation lumen. Balloon inflation test was done applying pressure with the inflator/deflator device and it did not inflate as expected due to a leakage detected at the proximal section. Per sem analysis, two ruptures were noted on the external surface of the proximal section on the balloon. The balloon material was noted to be bent towards the inside of the rupture along with abrasions and scratch marks. Evidence of three ruptures were noted on the proximal internal section of the balloon. Bending of the balloon material was observed upwards from the inside to the outside of the balloon. The three ruptures were located at the marker band. These ruptures match the shape of the proximal marker band, suggesting an interaction of the marker band and balloon material. The internal surface sections of the balloon ruptures presented evidence of abrasions, and elongations at the surrounding areas of the ruptures. Both sides of the proximal marker band were analyzed, and evidence of damages were observed. On one side of the proximal marker band, the inner member had elongated material that was adhered to the marker band. A product history record (phr) review of lot 17730361 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed due to the technical definition of a burst; however, a leakage was confirmed through analysis of the returned device which may appear to the user as a burst. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(6). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use a shunt percutaneous transluminal angioplasty (pta) case, a powerflex extreme balloon catheter (bc) was inserted from the subclavian artery, however, the powerflex bc ruptured at two atmospheres (2 atms). There was no patient injury. A saber bc over the wire (otw) bc was used to complete the procedure. The lesion was the forearms lesion. The device was prepped per the instruction for use (IFU) with no anomalies noted. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor the guide catheter. A constant and dedicated saline source utilized through the balloon during insertion during prep. There was no difficulty crossing the lesion. The catheter has been in an acute bend. The device is available for analysis. The physician requested a customer letter. No other information was provided.